Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y)surgical procedure, the vessel sealer extend (vse) instrument was used for a surgical task and stopped working. The user completed the procedure using the same system. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected with no noted damage. The task at the time was sealing and cutting. The sealing stopped working. Instrument worked as should for about 15 minutes, then stopped sealing and would not cauterize. No errors occurred when using the vessel sealer. At the time of the event, during the sealing sequence, was there no audible signal (continuous tone) while the pedal was pressed. There was no sound while sealing. No cauterization was observed. No tissue was cut that was not fully sealed. The target tissue was under tension during the sealing/cutting process. The vessel was not greater than 7 mm in diameter. No evidence of vessel calcification. The jaws did not come into contact with a clip, suture, staple, or other metal objects. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected bleeding. There are no images or videos. The patient demographic information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm vessel sealer extend instrument and completed the device evaluation. The instrument was analyzed and was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument cut and sealed two of two attempts. The instrument was fully functional. No failures were found logs. The following test were performed and passed: electrical continuity, cut test, energy delivered and gap test. The ceramic dot verification test failed. Additional observation(s) not reported by site: the instrument was found to have two of the nine ceramic dots dislodged. Two ceramic dots at the proximal end were missing.